Manufacturer narrative:
On 8/12/2019, mentor became aware that the date of implantation is (B)(6) 1996. Hence, field "implantation date" has been updated to (B)(6) 1996. Also, concomitant information was provided as right side: mentor siltex round moderate profile; catalog number: 3542655; lot number: 145606. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 350cc mentor siltex round moderate profile and was presented with left side breast implant deflation confirmed by physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 6/11/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/26/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample a tear was noted in the anterior view, measuring approximately 1.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).